Manufacturer narrative:
On (B)(6) 2014, the customer corrected the issue by bleaching the drain line. A beckman coulter field service engineer was not sent to the customer's facility.

Event description:
The customer reported a leak when using the coulter act diff analyzer. The customer reported results of quality control samples were low, outside of acceptable range. The customer identified the white blood cell (wbc) bath was overflowing and approximately 5 ml of fluid leaked onto the counter. There were no system messages in conjunction with leak. There were no erroneous test results for patient samples associated with this event. Customer stated problem was resolved after she performed a few bleach bath procedures. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.